Manufacturer narrative:
B5: corrected description of event, initial report: inadvertently left out information regarding the generator replacement surgery. F10: corrected impact code, initial report: inadvertently left out additional f1905 coding for replacement surgery.

Event description:
Information was later received that patient did have a generator replacement surgery. Before surgery, interrogation showed good lead impedance. Pin insertion and test resistor with generator diagnostics was not attempted as patient had low battery. On the new battery, they visualized pin past the setscrew connector block, irrigated the header with saline, and visualized the lead for any breaks. The facility reported that the explanted generator was discarded after surgery. No known relevant surgical intervention has occurred to date on the lead. No other relevant information has been received to date.

Event description:
The patient was hospitalized due to an increase in seizures and had their vns device disabled five days earlier for an MRI. The patient then returned to the clinic to re-enable their vns device and high impedance was observed. Patient was referred for surgery. No known relevant surgical intervention has occurred to date and no other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.